Manufacturer narrative:
Based on additional review of the event, this should be both adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s device didn¿t work anymore. The hcp reported the patient was to get an MRI for cancer which was unrelated to their device/therapy, but they had lost their programmer and said ¿it doesn¿t work anymore¿, which the MRI technician assumed the patient meant the ins isn¿t working. No medical symptoms were reported related to this issue. It was also reported the patient had a medical history of memory loss unrelated to the device/therapy. The patient saw their hcp for a replacement programmer, but was told medicare wouldn¿t pay for a replacement so there was nothing further that could be done. Patient was given support information to get the programmer replaced/repaired at no charge. No further complications were reported or are anticipated.